Event description:
Aicd insertion in 1998. Several months ago, pt noticed pectoralis muscle stimulation during pacemaking. Also, intermittent low impedances noted on pacing lead. MFR medtronic recommended that the device and/or lead be replaced since insulation break was suspected. In 1999, aicd generator was removed. No obvious break in insulation, blood noted inside lead body. Testing revealed insulation break. Lead unable to be removed. New device and lead inserted.